Event description:
Pad-pak not working in device. No patient involvement.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 300p passed ¿out qat from heartsine technologies on the 1st august 2011. A visual inspection of the device revealed a discolouration on the upper case around the speaker housing. This type of discoloration is consistent with the effects of ¿sun bleaching¿. Corrosion and dirt were evident on the usb contact collars. This would indicate the device had been stored outside of the indicated conditions. After further investigation it was found that the reported fault could be attributed to corrosion on the membrane tail, due to storage outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Pad-pak not working in device. No patient involvement.